Manufacturer narrative:
The device investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified related to the reported event. A different issue was identified (bent usb pins).

Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple altitude alarms occurred. Customer's blood glucose was 123 mg/dl. Customer reverted to using an alternate method of insulin therapy.